Manufacturer narrative:
B3: bsc aware dated used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a stroke occurred. A left atrial appendage closure procedure was performed and a watchman closure device was implanted. Post-implant the patient experienced a stroke and was started on xarelto in response to the event.